Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used to treat a bile duct cancer during a biliary stent implantation procedure performed on (B)(6) 2025. During the procedure, when the device was taken out from the outer package after it was opened, the spring automatically jumped out. The procedure was completed with another device of the same type. There were no patient complications reported as a result of this event, and the patient's condition remained stable following the procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used to treat a bile duct cancer during a biliary stent implantation procedure performed on (B)(6) 2025. During the procedure, when the device was taken out from the outer package after it was opened, the spring automatically jumped out. The procedure was completed with another device of the same type. There were no patient complications reported as a result of this event, and the patient's condition remained stable following the procedure.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11: a wallflex biliary delivery system was received for analysis; the stent was not returned. Visual examination of the returned device did not find any damages to the delivery system. Product analysis did not confirm the reported event of stent premature deployment as this event occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, investigation findings do not lead to a clear conclusion about the cause of the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Manufacturer narrative:
Block a1: patient's identifier has been updated with the additional information received on march 17, 2025. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used to treat a bile duct cancer during a biliary stent implantation procedure performed on (B)(6) 2025. During the procedure, when the device was taken out from the outer package after it was opened, the spring automatically jumped out. The procedure was completed with another device of the same type. There were no patient complications reported as a result of this event, and the patient's condition remained stable following the procedure.